Manufacturer narrative:
A ge service representative performed an on site investigation. The foot pedal and connector were repaired. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a communication fail error code message. No report of patient injury.